Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood on the shaft and in the guide wire lumen. There was thick contrast on the shaft, in the inflation lumen and in the balloon. The stent implant had been deployed and was not returned. The balloon was returned loosely folded. There was no damage noted to the sds. The inflation device and the guiding catheter used during the procedure were not returned. Difficulty removing the balloon post deployment can be influenced by, but is not limited to, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, poor balloon refold or the balloon getting caught within the stent struts post deployment. During return device analysis, the sds was advanced through a new 6f jr4 guiding catheter and the balloon was pressurized to the rate burst pressure of 16 atmosphere and then deflated. Upon deflation, the balloon folded flat, the sds was withdrawn from the guiding catheter and there was no resistance noted. Although it is unknown if the balloon deflated in the same manner during use, a flat balloon is not uncommon. It is possible that a flat balloon could have interacted with the stent/guiding catheter and contributed to the reported difficulty. A conclusive cause cannot be determined, the difficulty to remove could not be confirmed and there are no indications to suggest a product quality deficiency. All stent delivery systems are 100% checked for proper fold configuration and inspected for proper strut dimensions. Additionally, a sampling of units is destructively tested for proper stent deployment and balloon deflation.

Event description:
It was reported that during the procedure in the heavily calcified, mildly tortuous, right coronary artery, the xience stent was successfully deployed; however, when attempting to remove the balloon from the stent, sticking was felt. The physician reported that the balloon was fully deflated. The balloon was ultimately removed from the stent but sticking was also felt when attempting to withdraw the balloon into the non-abbott guiding catheter. The stent system was ultimately removed successfully without intervention and there was no adverse patient effect. There was no significant clinical delay in the procedure. The cause of the resistance is unknown. Though requested, additional information was not provided.